Manufacturer narrative:
(B)(4). Concomitant medical products: unknown trilogy cup, lot unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation (remains implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incorrect screw was implanted with a trilogy shell. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: unknown trilogy shell, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was found that there was an error in identifying the correct implant box. It was determined that the implants used are not compatible: hgp bone screw and trilogy acetabular cup, as stated in the zimmer biomet product compatibility website. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.